Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: on examination there were two cracks noted in the battery compartment; one along the threads and the other along the case seal. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a case/condition (cracked/damaged casing) issue; battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.